Manufacturer narrative:
Suspect device returned for evaluation. Visual inspection observed a large hole on the cuff confirming the reported issue. Two sections of the returned sample cuff were taken to measure the wall thickness and found to be within specification. Manufacturing review did not reveal any deviations or abnormalities. All units are leak checked in manufacturing prior to release. The reporter stated the unit had been leak checked prior to use, with no leaks observed.

Manufacturer narrative:
Additional manufacturer narrative: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 2 days in use the customer found the cuff pressure was almost zero due to cuff leakage. Leak check prior to use was performed. No adverse effects to the patient were reported.